Manufacturer narrative:
Submit date: 6-20-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze are fraying.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported the gauze are fraying.¿ a review of the device history record (DHR) for lot no. 17l043762 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Eight (8) banded samples were received for evaluation. Visual inspection observed sponge fraying. Fraying is a condition whereby the product exhibits excess fibers separating from the product. Typically, fraying is found around the outer edges or areas where the product has been cut or slit. The reason for fraying in the product is due to the tinsel strength of the woven material becoming weak. This can occur during production when the material is pulled during the cutting process. The material can break. The reported customer complaint is confirmed. The root cause was determined to be material weakened during production process. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.